Event description:
Patient reported, the pump was explanted due to bacterial spinal meningitis. Perioperative antibiotics were administered. It was indicated regarding if the patient had meningitis: yes- probable. The signs and symptoms were fever redness and swelling. IV or oral antibiotics were administered. The primary location of the infection was the lumbar region. The patient had pain.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 , product type catheter: product ID, 8709 serial# (B)(4), implanted: 2010 (B)(6), product type catheter: product ID, 8590-1 n201184, implanted: 2010 (B)(6), explanted: 2011 (B)(6), product type accessory. (B)(4).